Event description:
It was reported that during the advancement of the lens in the eye, the doctor noticed the trailing haptic was partially severed. The lens was removed. The backup lens trailing haptic was also severed during advancement. The incision was enlarged and the lens removed. A third lens was implanted with no issue and no sutures. This report is for the handpiece involved in the event. Reference MDR # 1313525-2015-00127 for lens 1 of 2 involved in the event. Reference MDR # 1313525-2015-00128 for the lens 2 of 2 involved in the event. Reference MDR # 1313525-2015-00130 for the cartridge involved in the event.

Manufacturer narrative:
The exact number of injectors/cartridges involved in the event has not been provided. Clarification has been requested but has not been received. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.